Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use in a farapulse pulmonary vein isolation (pvi) ablation. The faradrive sheath performed as expected for the first part of the procedure. After the ablations were delivered the farawave catheter was removed, and an abbott lasso ep catheter was inserted into the faradrive sheath. With the abbott catheter inserted into the faradrive sheath the sheath valve would not seal properly and was sucking air in through the valve. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use in a farapulse pulmonary vein isolation (pvi) ablation. The faradrive sheath performed as expected for the first part of the procedure. After the ablations were delivered the farawave catheter was removed, and an abbott lasso ep catheter was inserted into the faradrive sheath. With the abbott catheter inserted into the faradrive sheath the sheath valve would not seal properly and was sucking air in through the valve. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the inner and outer faces and the internal valve torn on the inner face by the center slit. These tears compromise the valves' ability to seal pressure and fluid within the sheath during leak testing and would have contributed to the leak observed in the complaint summary.